Manufacturer narrative:
This multi-pack device consists of set screws with part# 5430130 which is not approved for use in the us, however a like device with part# 5440130, 510k#k102555 an upn (B)(4) is marketed in the us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: lumbar spinal canal stenosis procedure: posterior lumbar fusion it was reported that the implanted set screw backed out after operation. The backed out set screw was replaced. There was no patient complication as of now.

Manufacturer narrative:
Product analysis result: visual microscopic functional no fault found. Functions as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.